Event description:
On (B)(6) the health care professional/reporter contacted lifescan from the (B)(4) alleging that a one touch verio pro meter was reverting to the setup mode. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had a reverting to setup mode issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.